Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer experienced an elevated blood glucose (bg) level of 414-529mg/dl. Bolus was delivered to address elevated bg level. Customer continued to use the pump for insulin therapy and had an alternate method of insulin delivery available.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.